Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset. The customer's blood glucose level was 142 mg/dl. Reportedly, the customer reloaded the cartridge and resumed insulin delivery.